Event description:
Device malfunction: needles detached from suture. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a prostar xl device. Reportedly, the needles detached from the suture material. It was not possible to retrieve the threads. The device was removed and hemostasis was achieved using a femostop. There were no reported adverse pt effects. Though requested, no add'l info avail.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet received.